Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Electric toothbrush set on fire. Spark as she was using it - oral-b [device catching fire]. Case narrative: consumer relative/friend stated on phone that electric toothbrush was set on fire and there was a spark when consumer wife was using it. No injury was reported.